Manufacturer narrative:
(B)(4). Batch # u5aa17. Investigation summary: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w reload loaded on the device. The reload was received unfired. In addition, a reload (b) was received partially fired 1/10 with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The following information was requested, but unavailable: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during an unknown procedure, the device malfunctioned. A new reload was inserted into the gun and the procedure continued as normal. There was no delay to the procedure and no patient consequences reported. No additional information is available at this time.